Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy. The needle fell out of the jaws of the instrument while running the suture. The needle fell into the patient cavity and was retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was not received. The visual inspection of the device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.